Manufacturer narrative:
Concomitant medical products: 1258t lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The physician opened the pocket, cleaned it and left the device and lead in use. Approximately one week later,it was noted the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were removed. No further patient complications have been reported as a result of this event.